Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 7xs short port btt balloon ruptured during use. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is not returning as it was discarded.